Manufacturer narrative:
A large hem-o-lok clip applier instrument was received for failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and passed the clip test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument that has been returned is a large clip applier instrument. It is unknown if a stapler instrument is being returned. The failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "stapler" chipped off towards the tip. A fragment fell into the patient. The piece was retrieved completely. No foreign body was left inside the abdomen of the patient per the surgeon. The issue occurred during the last firing.